Event description:
It was reported via repair work order that the brakes would not remain engaged due to a bent brake rod and bent brake adjuster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.